Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The present saw blade was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogeneous which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. It is clearly visible that there are heavy stress marks below and above the fracture zone, this indicates an excessive contact with any other part, which can lead to a mechanical overload and finally to the breakage of this device. As the breakage occurred during the start of the cut we can only assume that the saw blade was possibly damaged during a previous procedure and was therefore weakened. We are not able to determine the exact cause of this occurrence.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure, the osteotomy marker line was made, and the surgeon commenced the osteotomy and it was reported the saw blade shattered. Reportedly no torsion or bending was being applied as it was the start of the cut. Another blade was available for use. The surgery was delayed by 10 to 15 minutes.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.